Event description:
It was reported that the device's ECG failed. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a unit repair was offered. The customer decided to repair the unit on their own without providing the details regarding the nature for the failure and parts replaced/repaired and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's ECG failed. There was reportedly no patient involvement.